Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress and two small aneurysms on the bottom. A scrape mark was observed on the top of the nozzle. The cartridge had evidence of placement into a handpiece. The lens was returned loose in the taped pouch with the lens case. Spots of viscoelastic were observed on the lens. The optic was cracked on opposite sides perpendicular to the fold path. This damage was similar to damage caused by a plunger override. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was used. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported lens stuck appears to be related to a failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the cartridge. Top coat dye stain testing was conducted with acceptable results. The cartridge and lens had evidence that would suggest a plunger override occurred. The cartridge nozzle was scraped on the top and the tip had heavy stress and two aneurysms. The lens had cracks on opposite sides of the optic. This damage can occur if the lens folds around the plunger tip. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of alcon qualified foldable iols. Alcon foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that that during an intraocular lens (iol) implant procedure the lens was stuck/tight in the cartridge. Once the iol was pushed the edges were torn up. Additional information has been received that there was no patient contact. The surgery completed with replacement lens. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.